Event description:
I had a novasure procedure -endometrial ablaton- done and appeared to be completely free of my period by early 2004. In 2005, I felt the onset of churning of my stomach and back pain that went into my hip bones. I felt like I was going to have diarrhea, but counldn't have a bowel movement. After one year of no period, my period returned. After the bleeding, my symptoms lessened. I felt a few days and it stopped again. I went to ob/gyn who did a sonogram eleven days later. She found my uterine cavity split into 2, and each filled with synechia from the novasure ablation. I also had a hematometra. Both of these were confirmed with a biopsy, after I required a hysterectomy. The sonogram report stated, "we did try to do a hysterosonography today, but we cannot even get the itnrauterine insemination catheter to go into the os because there is so much stenosis there." The op report post-operative diagnosis was "hematometra with uterine synechia after an endometrial ablation." Indications: "the pt had uterine cramping and abnormal bleeding. Sonogram confirmed hematometra with probable synechia. When the uterus was opened in the operating room after removal, hematometra and synechia were observed. The internal os was completely obstructed."